Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 343 mg/dl and the sensor glucose level was 80 mg/dl at the time of the incident. The customer reported within the last month blood glucose levels have been erratic going up and down within a space of an hour. The customer reports high blood glucose levels of 363 mg/dl to 405 mg/dl. The customer treated the high blood glucose levels with the insulin pump. The customer states high blood glucose levels could be caused by an infection from an amputated leg being treated with antibiotics. The customer did troubleshoot the issues. The insulin pump or sensor will not be returned for analysis.